Manufacturer narrative:
Clarification to partial date of occurrence b3: "presented to the office on (B)(6) 2025 with swollen left breast that ... Started 2 weeks prior" was provided and estimated to be sometime around (B)(6) 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "lymphoma - alcl" and "peri-implant seroma". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: lymphoma - alcl - confirmed and seroma. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of lymphoma ¿ alcl - confirmed is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in (B)(4), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - confirmed will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional information can be provided by: (B)(6).

Event description:
Healthcare professional reported "possible bia alcl", "swollen left breast", and "peri-implant seroma". Provider further reported diagnostic testing reported "scattered atypical cells". Pathology report noted "strongly positive for cd30 ... And negative for alk" confirming bia-alcl lymphoma. This record is for the left side. Device was explanted without replacement and capsulectomy was performed. "Chemotherapy around 2011; no radiation" reported.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ lymphoma-alcl: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "possible bia alcl", "swollen left breast", and "peri-implant seroma". Provider further reported diagnostic testing reported "scattered atypical cells". Pathology report noted "strongly positive for cd30 ... And negative for alk" confirming bia-alcl lymphoma. This record is for the left side. Device was explanted without replacement and capsulectomy was performed. "Chemotherapy around 2011; no radiation" reported.